Manufacturer narrative:
Manufacturer's investigation conclusion: examination of the submitted photo confirmed a tear in the outer silicone jacket of the driveline. An exact location of this superficial damage could not be conclusively established through this evaluation; however, the center reported that it was approximately 3/4¿ to 1¿ from the driveline exit site. A specific cause for the damage could not be conclusively determined through this evaluation. The center reported that no alarms were observed. Abbott technical services was notified and recommended to utilize rescue tape and reinforce. The patient remains ongoing on heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30sep2016. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) and hmii lvas patient handbook contain information regarding driveline care. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was in clinic and has a reported tear in driveline near exit site, no alarms just silicone involved approximately 3/4 to 1 inch from site. No further information was provided.